Manufacturer narrative:
Pt age: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye revealed that the optic of the lens was damaged. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. All tests results showed a pass condition. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure due to unexpected post operative refraction. It was stated that the patient was unhappy where their distance vision was set. It was stated that the lens was exchanged for a different diopter tecnis toric. No patient complications were reported. The wound was not enlarged. The patient is doing well post exchange. No further information was provided.